Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on to a clear and legible display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. The patient stated that the display screen was "freezing." This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.